Manufacturer narrative:
Insulin pump received constantly with new software release detected alarm then failure of flash memory alarm, problem isolated to motherboard. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to constantly new software release detected alarm and failure of flash memory alarm. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device alarmed new software release detected alarm and failure of flash memory alarm. Customer's blood glucose was 232 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.